Manufacturer narrative:
The monitor sn (B)(4) was returned to the manufacturer and electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Manufacture dates: monitor: 12/22/2015. Electrode belt: 9/23/2020. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly in a rehab facility at the time of the event. Multiple counting of the ECG signal contributed to the false detection. The response buttons were not pressed during the event. It was reported that the patient experienced a burn from the treatment event. Details about the reported burn are not known. Follow-up attempts were unsuccessful, and the outcome of the reported burn is not known. The patient remained in the rehab facility after the event. The patient ended use of the lifevest.